Manufacturer narrative:
Concomitant medical products: 4076-45 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient fractured the cervical spine and an off-label magnetic resonance imaging (MRI) was necessary. Subsequent to the MRI, the left ventricular lead had no capture. The lead was inactivated. No patient complications have been reported as a result of this event.